Event description:
A surgeon reported a patient experiencing "vaseline vision" following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/05/2010, 01/06/2010, and 01/19/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)